Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for hyperglycemia on (B)(6) 2019 and the insulin pump may have under delivered the insulin. It was reported that the customer had high blood glucose levels of 24 mmol/l at the time of incident. It was reported that the customer had taken six units of insulin. It was reported that the customer was released from the hospital on (B)(6) 2019 with high blood glucose levels of 21 mol/l. It was reported that the customer¿s current blood glucose level was 4.6 mmol/l. It was reported that the customer was not sure if the insulin pump may have under deliver the insulin because she was getting high and low. It was reported that the customer gave herself bolus and was kept getting high. Troubleshooting was performed. It was reported that the drive support was normal. It was reported that the insulin pump received low battery alarms. There were no site issues. Product is not expected to return.